Event description:
Patient developed site reactions and was prescribed antibiotics for the same.

Manufacturer narrative:
Name: abbvie inc address ¿ 1 north waukegan road city: north chicago state: north il zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.